Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to contact support if any malfunction codes recur in the future.